Event description:
Oracle ro 1230608: it was reported that the cassette locked but did not latch. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "cassette locked but not latched error" problem was duplicated. The latch/lock optic flex circuit sensor was defective, and it was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.